Event description:
During a review of a patient's programming history from the in-house database, it was noticed that the patient's settings upon initial interrogation on (B)(6) 2005, were set to unintended settings that are indicative of a faulted systems diagnostics test occurring, as the output current was 1.0ma and the off time was 60 min. A faulted systems diagnostics test occurred on (B)(6) 2005, prior to the patient leaving the clinic. The settings were corrected on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.